Event description:
Initial reporter indicated that their programming wand was getting the error message "error establishing communication." The battery in the wand was checked and it was "fine" and the programming system was not plugged into the wall. The wand is at manufacture pending completion of product analysis.